Event description:
A percussion gun massage was used in a chiropractic clinic that led to left occipital head trauma, trauma brain injury, and post-concussion syndrome. I did a little more research and found several reported adverse events associated with their use including vertebral artery dissection (bynum, 2023; raedy et al, 2024; shariff et al., 2023; sulkowski et al, 2022), carotid artery dissection (grant & wang, 2004), embolic stroke (pruthi et al, 2025), paracervical muscle edema (roehmer et al, 2022), hemothorax (masters et al, 2022), lens subluxation with secondary glaucoma (mu & fan, 2022) and rhabdomyolysis (chen et al 2021). I can provide them with permission from the injured party.